Manufacturer narrative:
Other relevant devices are: etlw1620c82ej, sn: (B)(4); etlw1624c93ej, sn: (B)(4). Film evaluation results are: the exact cause of the reported type IV endoleak could not be conclusively determined from the films reported. Pre-implant films and films during implant were not provided. It appears to be most likely a type ii endoleak from patent lumbar arteries. The type IV endoleak was unlikely as contrast was still seen within the aneurysm sac months after implant, but cannot be ruled out as the patient has low platelet counts the possibility of the type iii fabric cannot be ruled out. No stent graft kinks or compression was observed with the limbs and both limbs were patent. There appeared to be good proximal and distal seal. No obvious stent graft issues were observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 50 mm abdominal aortic aneurysm. It was reported that during the post-operative follow up a CT revealed an unknown endoleak coming from the distal side. The patient has low platelet counts; therefore a type IV endoleak was suspected. Per the physician's statement the cause of the event cannot be determined. No clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.